Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 27.9 mmol/l. It was stated that the customer received multiple no delivery alarms prior to the hospitalization. It was stated that the diabetes educator removed the reservoir from the insulin pump, and was able to push on the plunger. However, once the reservoir was put back into the unit, the no delivery alarm sounded. A replacement insulin pump was requested. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.